Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. While ablating in the right ventricular outflow tract (rvot), the patient became hypotensive. Using the cartosound catheter, a pericardial effusion was noted. A pericardiocentesis was performed and approximately 300 cc of fluid was withdrawn. Patient also received medications. Patient was stabilized. Pre case a "blob" was seen in the right ventricle but after the case, the "blob" was missing. The patient will be getting an magnetic resonance imaging (MRI) and computed tomography (CT) post procedure. They also reported there was an intermittent 106 force sensor error with the qdot micro catheter. They replaced the cable and the issue resolved but came back at the end of the case. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The 106 force sensor error issue was assessed as non MDR reportable. Warning functioned as intended. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31559728l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).